Event description:
Physio-control is investigating reports were the contact pins on the flex assembly for the cr plus/express was misaligned during assembly. This failure could cause the device to intermittently turn itself on and off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.